Event description:
It was reported that the 6.0x18mm herculink stent delivery system (sds) was removed from the hoop without resistance when the stent was noted to have moved on the balloon but was still crimped. Another herculink stent was used to complete the procedure. There was no patient involvement and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported dislodged or dislocated stent could not be determined. It may be possible that the stent was inadvertently grasped with the protective sheath during removal causing the stent to move on the balloon. However, this could not be confirmed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.